Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the issue was resolved through updating the system software to 3.1 after which the patient disk loaded without issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that prior to a case when loading the exams the axial 300 slice exam loaded without issue but when the exam was selected it would state that it was not valid for navigation and the check scanner settings. The site also had sagittal and coronal exams that loaded without issue. The clinical specialist tried to burn the exam to a disk and the same issue occurred. No patient was present.